Event description:
It was reported that the articular surface didn't fit in tibial plate. As a result, the surgery was completed with another articular surface. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4) g2- japan. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the returned product performed. Visually identified product identifiers. The dovetail feature exhibits damage (flared out on both sides). The art surface exhibits minor damage (surface scratches). Extractor slot and non-articulating surface have nicks and gouges. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.